Event description:
It was reported that the "battery is still charged, but cannot be recharged afterwards". There was reportedly no patient involvement. This case was initiated by a response from the customer regarding the philips healthcare (B)(4) notification and instructions for ¿possible failure of m3539a ac power module for the heartstart mrx defibrillator/monitor.